Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device was attempted and not used due to setscrew issues. It was noted the first superior vena cava (svc) jack slip wire of device could not be fixed into the header. Another device was used. No patient complications have been reported as a result of this event.